Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met, the impedance trend on the rv pacing lead was variable and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). Concomitant medical products: 5076 lead; 429678 lead, implanted: (B)(6) 2011.

Event description:
It was reported that the right ventricular lead had unstable and high impedance, oversensing due to noise and a possible fracture. The lead was capped and replaced. Interrogation of the device showed insufficient bi-ventricular stimulation while there is intrinsic rhythm. There was a very slow intrinsic rhythm and exit block possibly due to left ventricular lead having unstable thresholds in some configurations. The patient was also experiencing strong phrenic nerve stimulation in one of the vectors. The lead remains in use. No further patient complications have been reported as a result of this event.